Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed scratches and deep gouges in the surface of the device. There is some discoloration found on the device. A dimensional evaluation performed on the device revealed that the device has damage from use. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, surgical technique, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after undergoing a first revision-tka on unknown date, patient's constrained poly unlocked itself from the legion revision tibial tray size 3, resulting in loosening. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which, the gnsii con ins sz3-4 11mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).